Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial pacing that was blanking some of the ventricular events. Technical services (ts) discussed with the physician to consider the atrial flutter response, as it will delay the atrial pace which allows time for the right ventricular sense to be seen and out of blanking period. This crt-d remains in service. No adverse patient effects were reported. Additional information was received that there were some right ventricular (rv) events which were falling into cross chamber blanking. Ts questioned whether the rv pace after blanking could be proarrhythmic however, did not think so and recommended clinicians call. Ts observed an episode of ventricular channel oversensing of atrial signals which occurred on pacing at the lower rate limit. Ts discussed programming optimization. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.